Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood found in extracorporeal tubing. The console was placed in standby. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received from hospital stating the patient had a non-st-elevation myocardial infarction. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood found in extracorporeal tubing. The console was placed in standby. The iab was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood found in extracorporeal tubing. The console was placed in standby. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood found in extracorporeal tubing. The console was placed in standby. The iab was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood found in extracorporeal tubing. The console was placed in standby. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane 0.5cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).